Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently hospitalized due to a bent infusion set cannula. The customer stated that the insulin pump failed to alarm no delivery despite the bent cannula. No further details were provided regarding the hospitalization. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.